Event description:
It was reported that many of the foley catheters were discolored, cracked, and had odd scratches on them. The customer had probably 50 or more catheters on their desk with this issue of various sizes and models, and all of them were within their expiration dates. Two of the worst catheters were pcn# (B)(4) had turned completely brown and spotty, and the pcn# 277710 had white cracks in various places on the catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A total of 10 unopened all-purpose catheters were returned. All 10 catheters were noted to have signs of degradation due to oxidation along of the shaft, around the eyelets and on the funnel of the catheter, it is unknown when the oxidation occurred or how the catheter was being stored. All 10 catheters were confirmed to be 11 fr. With a french gauge. A smooth lump was present on the shaft of catheter 1, however, this did not affect the acceptable french size of the catheter and was within specifications which states, "smooth lumps no larger than two french sizes are allowed on shaft." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Keep away from sunlight" correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that many of the foley catheters were discolored, cracked, and had odd scratches on them. Customer had probably 50 or more catheters on their desk with this issue of various sizes and models and all of them were within their expiration dates. Two of the worst catheters were pcn# 010120 had turned completely brown and spotty and the pcn# (B)(4) had white cracks in various places on the catheter.